Manufacturer narrative:
The cartridge was returned to nxstage for evaluation. The cause of air entering the cartridge circuit has been attributed to a broken arterial luer connector. The male tip of the luer connector appears to have been twisted, most likely due to excessive force applied while connecting or disconnecting. The component is a standard rotating luer connector widely used throughout the dialysis industry with a low incidence of failure. Nxstage considers this report closed and will continue to monitor as part of the routine complaint process.

Event description:
This report is being filed as an adverse event, solely to comply with the FDA's blood loss policy. The facility nurse reported that during a routine hemodialysis treatment, the cycler displayed arterial air alarms. The operator noticed a small amount of air alarms. The operator noticed a small amount of blood leaking from the connection between the cartridge tubing and the patient's arterial access needle. Treatment was terminated without rinseback due to air in the cartridge circuit, which resulted in a 210cc blood loss. No medical intervention was required.